Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced low battery in the ups. The system was found to be working as intended and placed back into service.

Event description:
It was reported that a back up battery low message was displayed on the monitor screen of the itrak 3500p system. There was no report of patient injury.